Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).